Manufacturer narrative:
No customer product was returned to immucor for immucor investigation. Immucor technical support assessed the test printouts for the testing in question.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody identification when using capture-r ready-ID when used on two (2) galileo echo instruments.